Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the bolt that holds the seat post to the frame is sheared off.